Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent failed to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 23, 2016, that a wallflex ¿ enteral duodenal stent was implanted in the duodenum to treat a malignant stricture due to pancreatic cancer during stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, the physician started deploying the wallflex ¿ duodenal stent in the second portion of the pylorus. After the stent was fully deployed, the distal part of the stent failed to expand and the loop turned inward. The delivery system was removed, however the distal part of the loop remained closed even after the procedure. The following day, the stent remains implanted and the distal part of the loop was observed to be slightly expanded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.